Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was noted on keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 250mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.